Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, of an introducer needle detached from the applicator during insertion of the sensor. The insertion site was at the abdomen. No additional event or patient information is available. No product was provided for evaluation. The reported event of an introducer needle detached from the applicator could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
A photograph was received for evaluation. It was observed that the needle appears to be in the correct location after deployment and does not appear detached. There is no view of the cannula in the image. Based on the angle of the image, the cannula cannot be confirmed detached. The reported event that an introducer needle detached from the applicator during insertion of the sensor was not confirmed. A root cause could not be determined.